Event description:
(B)(4). It was reported that post-index procedure, the patient experienced elevated troponin.a taxus liberte stent was implanted in an unspecified vessel. The following day, prior to discharge, the patient developed elevated troponins. Two days later, the pateint developed contrast induced nephropathy. No further patient complications were reported.

Event description:
It was further reported that during the index procedure, intravascular ultrasound (ivus) revealed incomplete apposition and the stents were post-dilated. Residual stenosis was 0%. Post index procedure, the patient denied chest pain or shortness of breath. The patient hospitalization was prolonged for treatment of contrast induced nephropathy. The event was resolved without residual effects 7 days later instead of 6 days as initially reported.

Event description:
(B)(4). It was reported that post-index procedure, the patient experienced elevated troponin. A taxus liberte stent was implanted in an unspecified vessel. The following day, prior to discharge, the patient developed elevated troponins. Two days later the patient developed contrast induced nephropathy. No further patient complications were reported. It was further reported that the patient experienced a myocardial infarction. The target lesion being treated was located in the 1st obtuse marginal. The lesion was 90% stenosed, 3.0mm in diameter and 30mm long. The lesion was treated with predilation and placement of a 2.50x32mm and 3.0x16mm taxus liberte stents. Post dilation was performed. Residual stenosis was 0%. The procedure was successfully completed and the event is considered recovering/resolving. The patient was discharged 6 days later on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). The device is a combination product.device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2010-04770. It was further reported that the patient experienced a myocardial infraction. The target lesion being treated was located in the 1st obtuse marginal. The lesion was 90% stenosed, 3.0mm in diameter and 30mm long. The lesion was treated with predilation and placement of a 2.50x32mm and 3.0x16mm taxus liberte stents. Post dilation was performed. Residual stenosis was 0%. The procedure was successfully completed and the event is considered recovering/resolving. The patient was discharged 6 days later on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).